Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 260 mg/dl. Contact declined to complete the pump system check with tandem technical support and changed the pump supplies. Insulin delivery was resumed.